Event description:
It was reported the patient experienced a mild myocardial infarction (mi) on (B)(6) 2015 after having her scs lead explanted during surgery on (B)(6) 2015 (reference MFR. Report #1627487-2015-03023). The patient was not implanted with any sjm products at the time of the mi.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.